Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This occurred during patient use; however, no further details about the patient or the event were provided.